Event description:
The report co received from the study indicated that fourteen days post-index procedure, the pt had a percutaneous coronary intervention (pci). The lesion treated was the same lesion treated during the index procedure and was treated with a balloon only. As reported, icus revealed focal area of narrowing of the recently placed d2 stent, (lumen area 2.2 mm and diameter 1.7 mm with a distal reference of 4.2 mm and 2.3 mm diameter). Post pci, the lumen area at site of lesion was 3.4 mm and diameter was 2.2 mm. Angiographically the stenosis went from 70% to 10%. The primary indication for the index procedure was unstable angina. The following medications were given within 24 hrs before the procedure: aspirin and plavix (clopidogrel). A loading dose of plavix (600mg) was given pre-procedure. Thrombin inhibitors were given during the procedure.